Manufacturer narrative:
Suspect medical device: cartridge brand name: animas insulin cartridge. Common device name: insulin infusion pump. Cartridge model #: ir 1200 / 1250 / 2020/ otp. Catalog #: 100-124-01. Lot #: b201355. Labeled for single use? - for the cartridge, yes; for the pump, no. Correction #: 2531779-03/24/2010-003-r. This report is made based on results of investigation completed on (B)(4) 2010. Device evaluation: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed partially dislodged force sensor pins. This report is being made based on investigation results.